Manufacturer narrative:
.

Event description:
It was reported the patient experienced no stimulation sensation in the right leg and a jolting sensation in right hip. The jolting stopped when the device was turned off. The patient had an appointment with the hcp for further problem solving. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.